Event description:
As reported, it was a case of an implant 29mm sapien 3 valve within a 29mm non-edwards surgical valve, in aortic position by transfemoral approach via surgical cut-down. During the procedure, the initial valve was positioned slightly low, resulting in severe paravalvular leak. A second valve was implanted at the intended position but migrated toward the ventricle, and severe paravalvular leak persisted between the first valve and the native valve. Additional balloon dilation with a larger balloon did not resolve the leak. The esheath was removed without difficulty; however, the femoral artery closure suture was torn during rapid removal, requiring suture replacement. As a bailout strategy, the procedure was converted to open-heart surgery, and a 27mm edwards inspiris surgical valve was successfully implanted. The patient remained stable. As per medical opinion, the perceived root cause of this event was excessively ventricular position of the index valve and the perceived root cause of the femoral artery injury was hasty retrieval of the esheath during surgical cutdown. There is no allegation that esheath cause or contributed to the femoral artery injury.

Manufacturer narrative:
Reference no. (B)(4). Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the initial valve was positioned slightly low, resulting in severe paravalvular leak. A second valve was implanted at the intended position but migrated toward the ventricle. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.